Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 73 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient required secondary intervention with another manufacturer's stent graft approximately 6.5 months ago due to distal type 1 endoleak. Additional information was received that the distal type 1 endoleak was attributed to dilatation of the iliac artery over time and that there appeared to be an ongoing endoleak on the left side. A second intervention was planned to address the endoleak on the left side with another manufacturer's stent graft. No additional information was provided and no additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation codes, results: (endoleak). Conclusions: (dilated iliac artery).